Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was dropped and is now cracked and is no longer functional. Customer had elevated blood glucose (bg) levels (900 mg/dl). Reportedly, customer was hospitalized due to elevated bg's and diabetic ketoacidosis. Customer was treated with insulin drips while hospitalized. Customer was still hospitalized at the time of the call. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.